Event description:
It was reported to boston scientific corporation on january 15, 2008 that a balloon dilatation catheter device was used in an upper endoscopy dilatation procedure on a thirty three year old male patient (weight unknown) in 2007. According to the complainant, the balloon ruptured on insufflation. The physician completed the procedure with another balloon dilatation catheter. No patient complications were reported as a result of this issue.

Manufacturer narrative:
No consequences or impact. Balloon rupture. The device has not been returned; therefore, the cause of the reported event can not be determined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.